Event description:
Pt was given packaged red blood cells with a beginning volume to be infused of 275 cc. The med gemini-pc-1 pump (95985) appreared to be functioning normally. When the prbc should have been almost done (vtbi displayed 30cc).the bag was found to be almost full of blood. The tubing was clamped between the pump and the pt. The pump appeared to be still running without alarming. Complaint: infusion pump did not deliver medication and did not give an occlusion alarm.